Manufacturer narrative:
The lead was returned with no reported event. Failure event was observed during analysis. As received, a partial lead (only connector portion) was returned in one piece. Visual examination found two external abrasions breaching the outer insulation and exposing the outer coil at the proximal and middle regions of the lead consistent with friction to device can and friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.